Manufacturer narrative:
The account found this was an installation error and reinstalled the brake casters to resolve the issue.

Event description:
The account alleges they installed two new brake casters and they rotate around after the brake is set. No injury reported.